Event description:
Patient reported right side "capsular contracture" baker grade unknown, and "always had a lot of pain in both breasts." Physician confirmed right side baker grade I and additionally reported ¿[per MRI] there are radial folds bilaterally with a minimal amount of fluid insinuating itself into the breasts.¿ device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture [baker grade unknown] for both breasts and seroma for the [contralateral] breast."